Manufacturer narrative:
Insulin pump passed displacement test, prime test, excessive no delivery test, self test and unexpected restart error test. No rewind anomaly noted during testing. Unable to perform basic occlusion and occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump was monitored and tested with no low battery alert and failed battery test noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and the missing rim area from around the reservoir. The customer¿s blood glucose level was unknown. Customer stated that the motor was louder during rewind as well as rejected battery. Troubleshooting was performed for damage and noticed the reservoir did not lock in place. Customer was declined to troubleshoot for low battery alert less than 1 week and rewind anomaly and failed battery test. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.